Event description:
It was reported that 2 syringes 3ml ll 200 s/c experienced the tip/luer of syringe breaking off. The following information was provided by the initial reporter: material no: 309657. Batch no: 9048593, 0015492. Incident date (B)(6) 2020. Attempted administration of two syringes, in the second syringe the syringe failed due to lur lock coming off of the syringe along with needle. Gave two lot #'s as the consumer was not sure which lot the syringe came from.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9048593 (invalid lot #), medical device expiration date: na, device manufacture date: na. Medical device lot #: 0015492, medical device expiration date: 2025-01-31, device manufacture date: 2020-05-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringes 3ml ll 200 s/c experienced the tip/luer of syringe breaking off. The following information was provided by the initial reporter: material no: 309657 batch no: 9048593, 0015492. Incident date (B)(6) 2020. Attempted administration of two syringes, in the second syringe the syringe failed due to lur lock coming off of the syringe along with needle. Gave two lot #'s as the consumer was not sure which lot the syringe came from.